Event description:
It was reported that stent damage occurred. Prior to usage, it was noted that the edge of the 2.25 x 12 synergy drug eluting stent was deformed. The procedure was completed with a different device.

Manufacturer narrative:
Initial reporter city: (B)(6). Device is combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the mid-section in a lifted state. The undamaged crimped stent outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that stent damage occurred. Prior to usage, it was noted that the edge of the 2.25 x 12 synergy drug eluting stent was deformed. The procedure was completed with a different device.